Event description:
The customer reported via phone call that they were visited emergency room and then hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2021 with blood glucose level was 400 mg/dl. The customer's current blood glucose value is 189 mg/dl. The customer report allege under delivery on insulin pump. The auto mode feature was active at the time of high blood glucose event. The customer did experience symptom such as sick, tired and vomiting. The troubleshooting was performed. The customer was using the insulin pump system within 48 hours of reported high blood glucose event the customer was treated using insulin pump insulin infusion IV drip. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.